Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.